Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a perforation of this patient's right ventricle (rv) was identified. A revision procedure was performed, and this rv lead was successfully repositioned. No additional adverse patient effects were reported.